Event description:
Reporter indicated that pt experienced delayed hoarseness approx one week post-implant. The pt reportedly had no problems immediately following the implant surgery, but began experiencing hoarseness approx one week later. It was reported that the pt was diagnosed with vocal cord paralysis by an ent. Stimulation has not been initiated. Implanting surgeon indicated that the model 302-20 lead electrodes seemed to be stiffer than the model 300-20 lead elctrodes and that the model 302-30 lead electrodes seem to be "strangulating" the vagus nerve. Neurosurgeon reportedly attempted to implant the larger model 302-30 lead instead, but stated the vagus nerve was "floating in it", indicating that it was too large. The pt's family member indicated that there was a minor complication finding the vagus nerve during implant surgery. Review of mfg records for the bipolar lead revealed no anomalies that would adversely affect device performance. Investigation to date has been unable to determine the cause of the reported vocal cord paralysis.